Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "vascular compression, bruising that caused tenderness, swelling, mucosal irritation, and dusky appearance" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lip body with .55 cc of juvéderm® ultra xc was concomitantly injected with 4 units of botox® in the upper lip. The syringe was reused. The same day, the patient experienced ¿vascular compression, bruising that caused tenderness, swelling, mucosal irritation, and dusky appearance.¿ the patient reported to the injector 4 days later, who treated the patient with hylenex .5 mm, aspirin, and a warm compress. The patient had 2 injections in the lips about 3 months earlier. The symptoms fully resolved 2 days later.